Event description:
The manufacturer received information alleging a ventilator stop working. It was reported that there was a call from the hospital that "respiratory operation stopped and occurred several times. If you press the power button again, it will work, so use will continue". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device's event log was extracted and reviewed, and a "ventilator inoperative" error is confirmed. From the time of the failure to the time of recovery, the details of the date 2106 were recorded in an unknown log. In addition, the alarm log displayed on the liquid crystal display of the device confirms that the "ventilator shut down" alarm is recorded. An update to the latest version of the software ver3.6.1. Is required to address the issue. Additionally, the blower, inlet foam kit, and outlet flow path replacement is required due to a life related smell. This device was not repaired because it has about 11 months left in the lease period. Parts will be returned without replacement. After return, this machine was disposed of.